Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essuredevice location of device: the right essure coil was poking into my endometrium"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), genital haemorrhage ("lot of bleeding"), focal nodular hyperplasia ("tumor / teratoma / cancer type: fnh tumor") and endometriosis ("other injury(ies) or complication (s) please describe: possible tubal: irritation associated with the essure device questionable due to intratubal endometriosis. Diagnostic laparoscopic with fulguration of endometriosis and hysterectomy") in an adult female patient who had essure (batch no. 304200-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, ovarian cyst, leg pain, allergic rhinitis and cholelithiasis. Family history included cancer, heart disease, unspecified and diabetes. Concomitant products included cetirizine hydrochloride, diazepam, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin children), ketorolac tromethamine (nsaid-k), levonorgestrel (I pill), lorazepam (ativan), medroxyprogesterone acetate (depo provera), mometasone furoate (nasonex), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and tramadol. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2017, the patient was found to have focal nodular hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), mood swings ("mood swing"), breast tenderness ("breast tenderness"), nausea ("nausea"), fatigue ("fatigue") and malaise ("not feeling well/sick"). The patient was treated with embolization of fnh tumor and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and oophorectomy(one side removal of ovary), ablation and fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, focal nodular hyperplasia, endometriosis, headache, mood swings, breast tenderness, migraine and fatigue outcome was unknown, the pelvic pain had not resolved, the menorrhagia, hot flush, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the nausea was resolving. The reporter considered breast tenderness, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, focal nodular hyperplasia, genital haemorrhage, headache, hot flush, malaise, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, menorrhagia, migraine, dysmenorrhoea, dyspareunia, endemetriosis most recent follow-up information incorporated above includes: on 12-mar-2019: plaintiff fact sheet- events lots of bleeding, not feeling well/ sick were added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: the right essure coil was poking into my endometrium"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), focal nodular hyperplasia ("tumor / teratoma / cancer type: fnh tumor") and endometriosis ("other injury(ies) or complication (s) please describe: possible tubal: irritation associated with the essure device questionable due to intratubal endometriosis. Diagnostic laparoscopic with fulguration of endometriosis and hysterectomy") in a female patient who had essure (batch no: 304200-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included ativan. The patient's medical history included psychiatric disorder nos, ovarian cyst and leg pain. Family history included cancer, heart disease, unspecified and diabetes. Concomitant products included cetirizine hydrochloride, diazepam, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin children), ketorolac tromethamine (nsaid-k), levonorgestrel (I pill), medroxyprogesterone acetate (depo provera), mometasone furoate (nasonex), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and tramadol. On an unknown date, the patient started ativan at an unspecified dose and frequency. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hot flush ("hormonal changes describe: hot flashes") and endometriosis (seriousness criterion medically significant). In (B)(6) 2017, the patient was found to have focal nodular hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced mood swings ("mood swing"), breast tenderness ("breast tenderness"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and oophorectomy(one side removal of ovary), ablation and fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, headache, mood swings, breast tenderness, migraine, focal nodular hyperplasia, fatigue and endometriosis outcome was unknown, the menorrhagia, hot flush, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the nausea was resolving. The reporter considered breast tenderness, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, focal nodular hyperplasia, headache, hot flush, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: headache, menorrhagia, migraine, dysmenorrhoea, dyspareunia, endemetriosis. Most recent follow-up information incorporated above includes: on 7-dec-2018: update of information (batch is invalid) incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essuredevice location of device: the right essure coil was poking into my endometrium'), perforation ('perforation'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding') in an adult female patient who had essure (batch no. 304200-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, ovarian cyst, leg pain, allergic rhinitis and cholelithiasis. Current weight 135 lbs. Family history included cancer, heart disease, unspecified and diabetes. Concomitant products included cetirizine hydrochloride, diazepam, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin children), ketorolac tromethamine (nsaid-k), levonorgestrel (I pill), lorazepam (ativan), medroxyprogesterone acetate (depo provera), mometasone furoate (nasonex), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). In 2014, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometriosis ("other injury(ies) or complication (s) please describe: possible tubal: irritation associated with the essure device questionable due to intratubal endometriosis. Diagnostic laparoscopic with fulguration of endometriosis and hysterectomy") and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2017, the patient was found to have focal nodular hyperplasia ("tumor / teratoma / cancer type: fnh tumor"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("lot of bleeding"), mood swings ("mood swing"), breast tenderness ("breast tenderness"), nausea ("nausea"), fatigue ("fatigue"), malaise ("not feeling well/sick"), abdominal pain lower ("cramping"), gallbladder disorder ("said its prob my gall bladder") and cyst ("I have a small cyst ") and was found to have haemangioma of liver ("I ended up with liver hemangioma"). The patient was treated with embolization of fnh tumor and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and oophorectomy(one side removal of ovary), ablation and fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, perforation, focal nodular hyperplasia, endometriosis, headache, mood swings, breast tenderness, migraine, fatigue, abdominal pain lower, gallbladder disorder and cyst outcome was unknown, the pelvic pain had not resolved, the menorrhagia, hot flush, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the nausea was resolving. The reporter considered abdominal pain lower, breast tenderness, cyst, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, focal nodular hyperplasia, gallbladder disorder, genital haemorrhage, haemangioma of liver, headache, hot flush, malaise, menorrhagia, migraine, mood swings, nausea, pelvic pain, perforation and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66.67 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, menorrhagia, migraine, dysmenorrhoea, dyspareunia, endemetriosis concerning the injuries reported in this case, the following ones were reported via social media-abdominal pain lower, cyst, gallbladder disorder, hemangioma of liver. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received new event perforation was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: the right essure coil was poking into my endometrium'), perforation ('perforation'), pelvic pain ('pain') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding') in an adult female patient who had essure (batch no. 304200-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, ovarian cyst, leg pain, allergic rhinitis and cholelithiasis. Current weight 135 lbs. Family history included cancer, heart disease, unspecified and diabetes. Concomitant products included cetirizine hydrochloride, diazepam, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin children), ketorolac tromethamine (nsaid-k), levonorgestrel (I pill), lorazepam (ativan), medroxyprogesterone acetate (depo provera), mometasone furoate (nasonex), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and tramadol. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometriosis ("other injury(ies) or complication (s) please describe: possible tubal: irritation associated with the essure device questionable due to intratubal endometriosis. Diagnostic laparoscopic with fulguration of endometriosis and hysterectomy") and hot flush ("hormonal changes describe: hot flashes"). In (B)(6) 2017, the patient was found to have focal nodular hyperplasia ("tumor / teratoma / cancer type: fnh tumor"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital hemorrhage ("lot of bleeding"), mood swings ("mood swing"), breast tenderness ("breast tenderness"), nausea ("nausea"), fatigue ("fatigue"), malaise ("not feeling well/sick"), abdominal pain lower ("cramping"), gallbladder disorder ("said its prob my gall bladder") and cyst ("I have a small cyst ") and was found to have hemangioma of liver ("I ended up with liver hemangioma"). The patient was treated with embolization of fnh tumor and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and oophorectomy(one side removal of ovary), ablation and fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, perforation, focal nodular hyperplasia, endometriosis, headache, mood swings, breast tenderness, migraine, fatigue, abdominal pain lower, gallbladder disorder and cyst outcome was unknown, the pelvic pain had not resolved, the menorrhagia, hot flush, vaginal hemorrhage, dysmenorrhoea and dyspareunia had resolved and the nausea was resolving. The reporter considered abdominal pain lower, breast tenderness, cyst, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, focal nodular hyperplasia, gallbladder disorder, genital hemorrhage, hemangioma of liver, headache, hot flush, malaise, menorrhagia, migraine, mood swings, nausea, pelvic pain, perforation and vaginal hemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66.67 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, menorrhagia, migraine, dysmenorrhoea, dyspareunia, endometriosis concerning the injuries reported in this case, the following ones were reported via social media-abdominal pain lower, cyst, gallbladder disorder, hemangioma of liver. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality-safety evaluation of ptc. On 6-jul-2020: pif received-fu 8 and 9 proceeded together. No new clinical information. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: the right essure coil was poking into my endometrium'), pelvic pain ('pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)/ heavy bleeding'), focal nodular hyperplasia ('tumor / teratoma / cancer type: fnh tumor') and endometriosis ('other injury(ies) or complication (s) please describe: possible tubal: irritation associated with the essure device questionable due to intratubal endometriosis. Diagnostic laparoscopic with fulguration of endometriosis and hysterectomy') in an adult female patient who had essure (batch no. 304200-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included psychiatric disorder nos, ovarian cyst, leg pain, allergic rhinitis and cholelithiasis. Current weight 135 lbs. Family history included cancer, heart disease, unspecified and diabetes. Concomitant products included cetirizine hydrochloride, diazepam, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin children), ketorolac tromethamine (nsaid-k), levonorgestrel (I pill), lorazepam (ativan), medroxyprogesterone acetate (depo provera), mometasone furoate (nasonex), sertraline hydrochloride (zoloft), sumatriptan succinate (imitrex df) and tramadol. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced headache ("headaches,") and migraine ("migraines"). In 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required), endometriosis (seriousness criterion medically significant) and hot flush ("hormonal changes describe: hot flashes"). In october 2017, the patient was found to have focal nodular hyperplasia (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage ("lot of bleeding"), mood swings ("mood swing"), breast tenderness ("breast tenderness"), nausea ("nausea"), fatigue ("fatigue"), malaise ("not feeling well/sick"), abdominal pain lower ("cramping"), gallbladder disorder ("said its prob my gall bladder") and cyst ("I have a small cyst ") and was found to have haemangioma of liver ("I ended up with liver hemangioma"). The patient was treated with embolization of fnh tumor and surgery (hysterectomy with bilateral salpingectomy, hysterectomy with bilateral salpingectomy and oophorectomy(one side removal of ovary), ablation and fulguration). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, focal nodular hyperplasia, endometriosis, headache, mood swings, breast tenderness, migraine, fatigue, abdominal pain lower, gallbladder disorder and cyst outcome was unknown, the pelvic pain had not resolved, the menorrhagia, hot flush, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved and the nausea was resolving. The reporter considered abdominal pain lower, breast tenderness, cyst, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, focal nodular hyperplasia, gallbladder disorder, genital haemorrhage, haemangioma of liver, headache, hot flush, malaise, menorrhagia, migraine, mood swings, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66.67 kgs. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: headache, menorrhagia, migraine, dysmenorrhoea, dyspareunia, endometriosis concerning the injuries reported in this case, the following ones were reported via social media-abdominal pain lower, cyst, gallbladder disorder, hemangioma of liver most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet+social media received- new events cramping, I have a small cyst, said its prob my gall bladder, I ended up with liver hemangioma were added. New reporters, weight were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.